Event description:
It was reported that during the sampling test of "nosocomial infection control", 3 bd luer-lok¿ tip syringes were found with bacteria colonies of "10cfu/ piece". The following information was provided by the initial reporter, translated from chinese to english: the 1ml spiral injector (batch number: 8277872) was given to the hospital. During the sampling test of nosocomial infection control, the total number of bacterial colonies was found to be 10cfu/ piece by the third-party laboratory.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 2020-07-21. H.6. Investigation summary: three 1ml ll sample packages were received, confirmed to be from batch #8277872 (p/n 309628). The packages were visually evaluated. The packages appeared to be fully sealed with no visual manufacturing defects present. Although one package was crumpled in multiple areas there was no apparent breach of the seal. Customer provided samples were tested for product sterility. At the completion of the 14 day incubation period, all three samples were negative for growth. Sterilization DHR review was performed. In november 2018, the iml ll syringe family was sterilized via ionizing irradiation (cobalt60) at bd medication delivery solutions. Material # 309628 is included in the 1 ml ll syringe product family. Material 309628 - batch # 8277872 was sterilized on 1213809-2020-00445-2 , 2018. Material # 309628 - batch # 8277872 was processed according to bd requirements for sterile devices per product specifications. The sterilization dose establishment is based on iso 11137 guidance for a sterility assurance level (sal) of 10^-6. This is supported by quarterly sterilization dose audits (sda) to ensure the proper dose is being applied to meet the claimed sal. In general, bioburden or microbial limit testing is performed on non-sterilized product. Testing of a sterile product should be performed by a compendial sterility test as described in usp/ep/jp or other relevant guidance. Bd does not recognize a bioburden or microbial limits test on sterilized product as this is not the appropriate test for determining product sterility.

Event description:
It was reported that during the sampling test of "nosocomial infection control", 3 bd luer-lok¿ tip syringes were found with bacteria colonies of "10cfu / piece". The following information was provided by the initial reporter, translated from chinese to english: the 1ml spiral injector (batch number: 8277872) was given to the hospital. During the sampling test of nosocomial infection control, the total number of bacterial colonies was found to be 10cfu/ piece by the third-party laboratory.

Manufacturer narrative:
The following fields were corrected d.10 device available for eval? No. Investigation summary: no samples were received for evaluation. Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. Sterilization DHR review was performed. In november 2018, the iml ll syringe family was sterilized via ionizing irradiation (cobalt60) at bd medication delivery solutions. Material#: 309628 is included in the 1 ml ll syringe product family. Material: 309628, batch#: 8277872 was sterilized on november 29, 2018. Material#: 309628, batch#: 8277872 was processed according to bd requirements for sterile devices per product specifications. The sterilization dose establishment is based on iso 11137 guidance for a sterility assurance level (sal) of 10^-6. This is supported by quarterly sterilization dose audits (sda) to ensure the proper dose is being applied to meet the claimed sal. In general, bioburden or microbial limit testing is performed on non-sterilized product. Testing of a sterile product should be performed by a compendial sterility test as described in usp / ep / jp or other relevant guidance. Bd does not recognize a bioburden or microbial limits test on sterilized product as this is not the appropriate test for determining product sterility.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during the sampling test of "nosocomial infection control", 3 bd luer-lok¿ tip syringes were found with bacteria colonies of "10cfu/ piece." The following information was provided by the initial reporter, translated from (B)(6) to english: the 1ml spiral injector (batch number: 8277872) was given to the hospital. During the sampling test of nosocomial infection control, the total number of bacterial colonies was found to be 10cfu/ piece by the third-party laboratory.